Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3550-39, lot# n319565, implanted: 2013 (B)(6); product type accessory product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
The patient experienced a loss of therapeutic effect. At the time of implant his amplitudes were 3.8 to 4.10 but now he has to increase to over 7.2 amps to feel stimulation and get relief. There have been no falls or traumas and it started this morning. The manual he has seems to be for another recharger. Additional information has been requested.